Event description:
It was reported that the device reach eri and eol on the same day. The battery voltage dramatically dropped since the last follow up four months prior. Premature battery depletion was suspected. Device was explanted and replaced. Patient condition was fine after the event.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and using automated test equipment and no anomaly was found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.